Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd luer-lok syringe bulk sterile pharmacy convenience tray there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
One photo and 4 loose 10ml barrels were received and evaluated. The photo depicted four 10ml barrels with labels attached. 2 of the barrels were observed to have small black specks in the barrel walls less than level 3 in size, which is acceptable per product specification. The 4 barrels received had liquid residue and attached labels indicating ¿phenylephrine hydrochloride 1000mcg/10ml¿ contents. Evaluation through the plastic bag revealed each barrel had one or two small embedded black particles in the barrel walls. All of the particles were less than level 3 in size, are considered a cosmetic defect and are acceptable per product specification as they do not affect the form, fit or function of the product. Potential root cause for the embedded foreign matter defect is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.